Manufacturer narrative:
Based on the information provided, no conclusion can be made. Information related to the event remains limited. The IFU supplied with the device identifies infection as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Not returned.

Event description:
It was reported that arista ah was used during a pacemaker placement procedure and achieved hemostasis. It is unknown if residual arista material was removed. As reported, the patient developed infection post arista usage on (B)(6) 2022.